Manufacturer narrative:
(B)(4). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was observed to be fluctuating and the pump declared power source alerts when the pump was plugged into a wall outlet, which led to a pump shutdown. Reportedly, the customer unplugged the pump and plugged it back into the power source, which caused the pump to turn on. However, the menu on the touchscreen display was then observed to be "faded" and the only visible button was the "back" button at the top of the screen. Additionally, the customer reported that lines started to appear across the pump screen. The customer's blood glucose (bg) level was 299 mg/dl. Reportedly, the customer reverted to an alternate insulin pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the battery issues were verified; however, the touchscreen issue could not be verified.